Event description:
It was reported that the procedure was to treat a mildly calcified peroneal artery. The ht command guide wire attempted to cross the lesion; however, failed due to resistance with anatomy. Once the guide wire was removed it was noted the coating was still on the guide wire, but appeared loose. The physician pulled on the loose coating and a segment of the distal end of the coating detached outside the anatomy. Another command wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported peeled/delaminated tip was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. The investigation was unable to determine a conclusive cause for the reported peeled/delaminated tip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.